Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope had a cut on the pink rubber and a clogged nozzle with foreign material.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection, and the reported failure cut on pink rubber was¿confirmed; however, the root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunction was identified during device evaluation: no flow due clogged nozzle due to foreign material. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the foreign material could not be analyzed as the substance was not available for sampling. Therefore, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.